Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre 2 sensor. Customer received readings of 67 mg/dl, 67 mg/dl and 84 mg/dl on an unspecified date on the sensor which were lower compared to readings of 201 mg/dl, 250 mg/dl and 258 mg/dl on the built-in reader. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. On (B)(6) 2021, customer experienced symptoms described as "black in front of eyes" and lost consciousness. Customer had contact with healthcare provider who diagnosed her with hyperglycemia and she was treated with unspecified infusion and pantoprazole. Customer additionally reported an x-ray was performed at the clinic. There was no report of death or permanent impairment associated with this event.